Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The targeted lesion measured 12mm and was located in the right upper lobe at the medial pleural surface, positioned directly against the pleura (0mm distance). During the procedure, the patient experienced elevated ventilatory pressures, which required anesthesia to adjust ventilator settings and administer albuterol. Although this caused a delay of less than 15 minutes, the procedure was successfully completed. Post-procedure x-ray showed a large pneumothorax, necessitating placement of a chest tube, but during initial insertion of a standard chest tube, blood was observed upon withdrawal, prompting the placement of a 32 french surgical chest tube. The physician determined that the pneumothorax resulted from the lesion's proximity to the pleural surface combined with imaging divergence, noting that a pneumothorax was a highly probable for computed tomography (CT)-guided biopsy given the location. While the patient was initially stable, chronic obstructive pulmonary disease (copd) exacerbation developed after pneumothorax resolution, requiring continued hospitalization at the time of reporting. Final diagnosis confirmed non-malignant findings.